Manufacturer narrative:
The customer was sent a replacement transformer. The product involved in the complaint was not returned for eval/investigation at this time. Attempts to retrieve damaged product are ongoing. Therefore, no conclusions can be made as to the cause of the event. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.

Event description:
On (B)(6) 2015, a customer reported to a medela customer service rep that the transformer housing for her pump in style advanced breast pump fell apart. The customer stated that she tried plugging the adapter and witnessed sparking from the plug. There was no injury reported. The breached transformer housing exposed the underlying electronic wiring, which has been determined to be a safety risk.